Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. D4: batch # 375a48 additional information: lot # v95f2p batch # 375a48 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 375a48, and no non-conformances were identified.

Event description:
It was reported that the surgeon was using to device for anastomosis in a lar procedure. The surgeon usually will leave a long purse string before firing the device, as indication that the blade cut through the colon perfectly. However, in this case, the suture did not break during anastomosis where this indicating the blade unable to cut the suture. For the surgeon, he thought the anastomosis was incomplete and order for colonoscopy to inspect the staple line at the anastomosis site. Staple line was found intact, and no leak detected during air leak test. The procedure was delayed by 10-minutes. The procedure was completed successfully with no fragments generated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Per photographic evaluation: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows some surgical instruments and two packages of sutures. The second photo shows a piece of tissue with a piece of the suture. However, the condition of the device could not be assessed. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot v95f2p, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.